Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test" in (B)(6) 2015. The patient's medical history included migraine and tooth decay. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced swelling ("swelling through whole body"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have to sexual intercourse)"), rash ("skin rashes"), migraine ("migraine/headache"), nausea ("nausea"), dental caries ("dental cavities") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, female sexual dysfunction, dental caries and fatigue outcome was unknown, the vaginal haemorrhage, rash and swelling had resolved and the migraine and nausea was resolving. The reporter considered abdominal pain, dental caries, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, swelling and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: plaintiff fact sheet and medical record received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia, skin rashes, migraines/headaches, nausea, dental caries, pelvic pain, abdominal pain, fatigue, swelling and device monitoring procedure not performed¿. Patient demographics, essure removal date and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test" in (B)(6) 2015. The patient's medical history included migraine and tooth decay. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced swelling ("swelling through whole body"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have to sexual intercourse)"), rash ("skin rashes") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2017, the patient experienced migraine ("migraine/headache"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced dental caries ("dental cavities") and rash macular ("rashes or skin conditions type: red patches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, female sexual dysfunction, dental caries, fatigue and rash macular outcome was unknown, the vaginal haemorrhage, rash, nausea, swelling and bacterial vaginosis had resolved and the migraine was resolving. The reporter considered abdominal pain, bacterial vaginosis, dental caries, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, rash macular, swelling and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test" on (B)(6) 2015. The patient's medical history included migraine and tooth decay. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced swelling ("swelling through whole body"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have to sexual intercourse)"), rash ("skin rashes") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2017, the patient experienced migraine ("migraine/headache"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced dental caries ("dental cavities") and rash macular ("rashes or skin conditions type: red patches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, female sexual dysfunction, dental caries, fatigue and rash macular outcome was unknown, the vaginal haemorrhage, rash, nausea, swelling and bacterial vaginosis had resolved and the migraine was resolving. The reporter considered abdominal pain, bacterial vaginosis, dental caries, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, rash macular, swelling and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: pfs received. Reporter information were updated. Events "infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis and rashes or skin conditions type: red patches" and onset date for the events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have to sexual intercourse), fatigue, migraine/headache, nausea, pelvic pain, abdominal pain and skin rashes" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- new event congratulations on becoming e-free were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.